Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps (fbf) was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Root cause of the broken proximal instrument grip cables is attributed to damage to the cable during use or during reprocessing. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on 03-feb-2025. The following additional information was provided: the grip cable and conductor wire appear to be loose and have formed a loop. No damage to the conductor wire insulation was observed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) wire was broken. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: both black and silver wires were broken. There was no loss of cautery or thermal damage. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) was found to have one grip cable broken at the proximal end in the housing. Due to the failure location at the proximal end, there is no risk of a fragment falling inside the patient or tissue injury.

Event description:
Refer to h11 for follow-up information.